Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced positive results, while another test produced negative results on the same day. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "I test my staff weekly and when I tested them with this covid test and everyone came back positive. I retested the same day with another test that I always use and everyone was negative."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding your complaint that alleges ¿customer obtained discrepant results while using the bd test kit as compared to a competitors kit¿ bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced positive results, while another test produced negative results on the same day. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "I test my staff weekly and when I tested them with this covid test and everyone came back positive. I retested the same day with another test that I always use and everyone was negative."